Event description:
Information was received, from a patient (pt). Regarding an external device. The reason for the call, was pt reported, that after they had a few procedures, they were having issues recharging their implantable neurostimulator (ins). Pt stated, whenever they attempted to recharge the ins, they would get a message stating to discontinue and call medtronic (mdt). During the call, pt reset the controller and verified, no visible damage to the recharger. The controller would not power on without the a/c cord being plugged in, but the green light was flashing. Agent reviewed, to charge the controller then to call back. On 30 jul 2024, pt mentioned, called back and mentioned, previously documented information. Pt mentioned, their ins battery does not charge and will not accept a charge. Pt mentioned, they got a message to get a hold of medtronic (mdt). Pt mentioned, they tried again, but their ins was not charging even with an excellent connection. Agent instructed patient to check for damage. No visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller. Controller showed 80%, ins dead and shows recharge. Agent instructed, pt to start a charge session, ins recharging with excellent quality. Agent asked, clarifying question. Pt mentioned, where it sits on them, the recharger is always hard to get correct and they could not see where they got it. Pt mentioned, the belt does not necessarily work for me. If they move the belt gets off the spots, so they usually lay down in bed. Pt mentioned, the ins does not go up from red. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial#: (B)(6), UDI#: (B)(4), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.